Event description:
.

Manufacturer narrative:
(B)(4). Subject device is not an implant. Info obtained from lot number received. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.